Manufacturer narrative:
This report is being supplemented to provide the manufacturing date.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found a large tear about from the midpoint to the bottom of the balloon. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that the balloon burst/ruptured under 9 atm during an unspecified procedure. There were no reports of harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. A formal investigation is underway. Olympus will continue to monitor field performance for this device.